Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a customer requesting information on shipping back a rental remstar auto a-flex device due to a patient passing. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only, due to insufficient information related to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. In addition, appropriate code updated/corrected in this follow-up report.